Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below-the-knee vessel. A 2mm x 40mm x 145cm coyote? Es balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event.